Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the reported failure could not be determined. Based on historical data, possible causes include electrical problems like: electrical/electronic component problem; open circuit; power source problem; signal loss. Electromagnetic compatibility problems like: leakage/seal; stress; deformation; mechanical shock; wear and tear. Optical problems like: optical transmission problem; light source problem. Thermal problems like overheating. These causes can occur between components such as electrical cable; circuit board; plug; screen; display; electrical lead/wire; connector/coupler; lenses; tip; tube; chassis/frame; electrode; integrated circuit chip; discrete electrical component; optical fiber; imager; software interface; probe; light source; adhesive; connector pin; and power supply without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had vertical lines in the image during inspection for use. There were no reports of patient involvement.